Manufacturer narrative:
The patient underwent vulvar excision of lesions, left buttock lesion excision currently with the sling implantation. It was reported that patient underwent a revision due to granulation tissue on (B)(6) 2008 and removal of suburethral sling due to erosion and vaginal abscess on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 03/28/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent retropubic tvt sling (sparc) implant on (B)(6) 2012 due to sui. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had the concurrent procedures of a cystoscopy, diagnostic laparoscopy, diagnostic hysteroscopy, dilation and curettage, polypectomy, and excision of vulvar lesions performed during mesh implantation. No additional information was provided.